Event description:
Info rec'd via complaint form is indicated as follows: leakage of excrements, although the cuff was correctly inflated, thereby resulting in irritated skin. Info referenced on the form states that the product was in use for 2-3 hrs before the event occurred.

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. An email request has been sent to obtain add'l info to include the following: if product was replaced or reinserted? If user required any type of medical treatment? Where on the product is the issue? (Needs to be filled in on form) and form needs to be signed. No add'l pt/event details have been provided to date. A return sample for eval is not expected. Should add'l info becomes available, a f/u report will be submitted. Reported to the FDA on (B)(4) 2014. Convatec will continue to track and monitor such complaints according to it's complaint handling and CAPA procedures.